Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump's audio was quiet and the vibratory feature wasn't working. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump was returned with all sound settings set to "high" except the temp basil was set to "off" and the remote bolus was set to "vibrate". The audio was detected at power up. The pump had normal audio loudness. No intermittent connection was found to the internal components of the pump.